Event description:
It was reported that during the implant surgery, when the pump was started, the pump parameters were not normal. The pump speed was 3000 rpm and the flow was 5.0 l/min. The surgeon did not see flow on the outflow graft and on the echocardiogram, there was no flow seen in the inflow cannula. The surgeon decided to exchange the pump and when the pump was removed from the apical cuff, a thrombus was found in the inflow cannula and on the exit part of the pump. The outflow graft was cleaned with aspiration and only the pump was replaced. The new pump was started and showed normal parameters. They were waiting to see if the patient had brain damage as a result of the event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus in the inflow cannula and the cause of the reported flow issues could not be confirmed through this evaluation. The account submitted an image of the explanted pump for review. The image showed the pump outflow at least partially occluded by a red deposition. (B)(6) was returned assembled with the pump cable intact. The outflow graft, outflow graft bend relief, graft hardware, and apical cuff were not returned. Visual inspection of the pump outflow, interior of the pump cover, and rotor well revealed coagulated blood. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the reported lack of flow through the pump inflow and outflow graft. There were no depositions present in the inflow cannula or rotor of the returned pump. The specific cause of the reported flow issues could not be determined. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed no notable events. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. The IFU lists potential adverse events including pump thrombosis that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also addresses all pump parameters, including pump flow. The IFU describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU and patient handbook provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, the IFU warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The IFU also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4, catalog number: corrected. Section h6, health effect - impact code: corrected. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the patient was doing well. They had no symptoms and no anoxic brain injury.